Manufacturer narrative:
Product event summary: analysis found there was a warning at bench test when starting up analyzer, "warning loss of communication". The analyzer was reset three times with same result. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.